Event description:
It was reported that prior to a biopsy procedure, the device allegedly damaged and package teared. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2025).

Event description:
It was reported that prior to a biopsy procedure, the device inner package was allegedly teared. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to be clean and the device was received with both the slides in their initial positions. Further, the package was noted to be welted with cracks on the side due to breakage. Therefore, the investigation is confirmed for the reported breach of sterile barrier as the package was noted to be welted with cracks on the side during visual evaluation. Also, three electronic photos were reviewed. The first photo shows the outer package label side which the product labelling information matches/verified with the tw details. The second photo shows the outer package of the device where three devices were noted and it was noted that the shape of the package is in distorted condition. The third photo shows the front side of the outer package where the device was visible and the package was noted to be welted with cracks and in distorted condition. Based on the photo review, the reported failure breach of sterile barrier can be confirmed. Based on both the sample evaluation and photo review, the investigation is confirmed for the reported breach of sterile barrier. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.